Manufacturer narrative:
A specific cause and direct correlation between the device and the patient's reported elevated lactate dehydrogenase levels could not be determined. The patient remains ongoing on pump support and no further events have been reported at this time. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to elevated lactate dehydrogenase (ldh) levels up to 509 u/l. The patient's ldh baseline is within the 200s u/l. The lvad parameters were unremarkable; the pump power and estimated flows were stable throughout. The manufacturer's technical service representative reviewed the system controller log file. The log file contained approximately 18 days of data and no unusual events were observed. Additional information was requested but was not provided.